Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient underwent surgical intervention to reposition her scs lead. The patient's lead had reportedly migrated to the left of the original position. Effective stimulation therapy was reportedly resumed postoperative.